Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 165 mg/dl. The customer stated that the pump kept telling the customer to rewind; however, the customer would not able to fill tubing. The insulin pump stated no delivery. The customer was advised to wear the insulin pump until a replacement arrived.